Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. An investigation of the lots delivered to the customer for the product in the three months prior to the event were reviewed and a lot number was not able to be determined. Review of the batch production records for each dialyzer lot number delivered to the facility three months prior to the complaint date did not reveal a probable cause for the complaint. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during pre-treatment, a speck of blood was seen in the dialyzer after the hansen connectors were placed onto the dialyzer ports. There was no patient connected to the machine at the time of the discovery. Sample has not been returned to manufacturer.